Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Peritoneal dialysis patient contact reported experiencing an unknown alarm and observed evidence of a fluid leak when removing the cycler set from the cycler. Follow up with the peritoneal dialysis patient indicates that the patient was asymptomatic and has resumed treatment on the replacement cycler. Additional information has been solicited. The set was not made available for evaluation.